Event description:
As reported by the edwards field clinical specialist, during a transfemoral tavr procedure the patient experienced a right common iliac rupture and a possible coronary occlusion. The patient subsequently expired. Prior to the tavr procedure, it was noted that the distance from the native aortic valve to the right coronary artery (rca) ostia was only 6-7mm, so it was not recommended to continue the tavr procedure. The physician decided to assess the flow into the rca during balloon aortic valvuloplasty (bav) with contrast injection. Bav was performed through a 14fr sheath in the right common iliac artery. Flow was noted in the rca and the medical team decided to continue with the procedure with pre wiring in the rca with balloon placement. Serial dilatation was then preformed using the 18fr, 20fr and 23fr dilators without difficulty. Difficulty was noted during advancement of the 25fr and 28fr dilators; however, these dilators were advanced and removed without complication. When the 24fr edwards sheath was introduced an abrupt change in resistance was noted. When the introducer was removed from the sheath there was a drop in blood pressure. The physician proceeded with sheath positioning to tamponade any potential perforations of the right external iliac artery (reia). The 26mm sapien valve was then implanted in a 50:50 position across the native aortic annulus. Soon after deployment, the patient experienced severe hypotension with inferior st-elevation. The physician suspected that the rca was occluded, and balloon angioplasty was preformed three times however the patient continued to deteriorate and developed ventricular fibrillation (vf). The patient was defibrillated three times but remained in vf arrest. Cardiopulmonary resuscitation (CPR) was preformed. Tee showed at that time there was an echogenic mobile structure attached to the aortic leaflet, suggestive of thrombus. It was noted that the patient had sluggish flow to the left main and the physician attempted to wire the left main. The patient remained in vf arrest with continued CPR and then became asystolic. Per the operative note, due to the lack of arterial access, the medical team determined that neither an impella ventricular assist device nor cardiopulmonary bypass (cpb) could be performed. The patient subsequently expired. After the event, the physician reported that the autopsy showed that the structure that appeared to be thrombus actually was part of the dissected femoral artery. The access vessel¿s minimum luminal diameter was reported to be 7.4mm and the vessels were noted to be mildly calcified and mildly tortuous. The perceived root cause of the iliac artery rupture was the less than indicated size of the access vessels. The small size of the vessels was noted prior to the procedure, but the physician felt that the transfemoral tavr procedure was the patient¿s only option and elected to proceed with the procedure.

Manufacturer narrative:
The device was not returned for evaluation as there was no allegation of device malfunction. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 24fr sheath is 8mm. In this case, the access vessel¿s minimum luminal diameter was reported to be 7.4mm and the vessels were noted to be mildly calcified and mildly tortuous. Although it cannot be confirmed, the reported difficulty advancing the dilators and the vascular complication were most likely due to the advancement large bore devices into a less than indicated sized vessel. Additionally, calcification and/or tortuosity not appreciable on imaging may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Reference manufacturing report number 2015691-2013-21211.